Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging the onetouch ultra2 meter is giving inaccurate low readings of ¿287 and 284 mg/dl.¿ the complaint was classified based on the customer care advocate (cca) documentation. The patient noted that the low readings began during (B)(6) 2013. He continued to take his diabetes oral medication while he obtained readings on the lfs meter. Subsequently, in (B)(6) 2013, he tested on the hospital meter in the high 300 mg/dl and was treated at the emergency room with 35 unit of lispro and 40 units of lantus. There were no reported symptoms at the time of concern. During troubleshooting, the patient confirmed the unit of measurement was correctly set. This complaint is being reported because the patient required medical intervention for hyperglycemia after obtaining allegedly inaccurate low readings on the lfs meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (2/5/2014)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.